Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was treated with unspecified oral drugs for peritonitis. Pd therapy was ongoing during the treatment. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.